Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having severe polyethylene wear, which was the reason for the surgeon revising the patient's cup. He removed the head, liner and cup, but found the stem to be well-fixed. He reimplanted a stryker cup and used our head because our stem was left in the patient.